Manufacturer narrative:
Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by physician that patient passed away. The patient reportedly fell down the stairs and had brain hemorrhage. The physician has indicated that traumatic brain injury is the cause of death and is not related to vns therapy. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Event description:
Initial MDR submitted in error. The death was reported by the physician to not be related to vns therapy or sudep.

Manufacturer narrative:
Describe event or problem, corrected data; initial MDR submitted in error.